Manufacturer narrative:
All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that the svc coil impedance had gone >200 ohms and triggered lead monitor. Lead trends show that all other impedances are normal and stable. Rv thresholds and sensing also appear normal. The lead remains active. No further patient complications have been reported as a result of this event.